Event description:
It was reported that all the lights on the device flashed and the device locks up upon power on. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported lock-up issue. Physio will be replacing the system pcb to repair device. Physio-control continues to investigate the issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.